Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the patient expired 14 months post procedure. There is no evidence that the device was causal or contributory to the death. Based on the information reviewed, a cause for the reported patient death could not be identified and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for patient death. It was reported that on (B)(6) 2013 two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr), reducing mr to 1+. In (B)(6) 2014 the patient expired. Cause of death was not reported. No additional information was provided.